Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power supply to address the finding. The unit then passed performance verification testing.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The event date was not specified; estimate used.